Event description:
Negative pressure wound therapy pump failure during demonstration at trade show. Prior to trade show, pump tested as per manufacturer protocol. Pump malfunctions: pump failed to power on despite operation attempts on battery and also while plugged into outlet. Pump failure confirmed by equip tech upon receipt back to company.